Event description:
On (B)(6) 2012, the customer ordered a processor pca. No symptom was provided. On (B)(6) 2012, the customer ordered a power pca. The philips response center documented that the system is down which we are reporting as a failure to power up. There was no pt involvement.

Manufacturer narrative:
(B)(4): on (B)(6) 2012, the customer ordered a processor pca. No symptom was provided. On (B)(6) 2012, the customer ordered a power pca. The philips response center documented that the system is down which we are reporting as a failure to power up. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.